Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, there was a large scratch on center of 6.0 diopter lens after the iol was implanted into the eye. Lens was explanted and replaced with another lens without any issue during the initial procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3. And h.11. The product was not returned for analysis. The complainant states the use of company iii iol delivery device, which is not recommended for use with associated model. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).